Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06282. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's octrode lead (added as device 2 of this sequence) was repositioned and an additional lead was implanted. The patient's issue has reportedly resolved.

Event description:
It was reported the patient is experiencing uncomfortable scs system stimulation in his rib and abdomen area. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.